Event description:
Clinic notes indicate that the patient would be continued on IV fluids for hydration while waiting for recommendations regarding the "nonfunctioning" vns as well as changes to the patient's antiepileptic medications. It was noted that there were no exacerbating factors for the increase in seizures. Previous follow-up with the neurologist's office revealed that the worsened symptoms are believed to be related to generator battery depletion. The patient underwent generator replacement. The generator is expected to be returned, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device description: corrected data: this information was inadvertently left off of initial MFR. Report. "Clinic notes indicate that the patient would be continued on IV fluids for hydration while waiting for recommendations regarding the "nonfunctioning" vns as well as changes to the patient's antiepileptic medications. It was noted that there were no exacerbating factors for the increase in seizures. Previous follow-up with the neurologist's office revealed that the worsened symptoms are believed to be related to generator battery depletion." Implant date: corrected data: new information received corrects this date.

Event description:
It was reported that the patient has experienced an increase in seizures. Clinic notes dated (B)(6) 2014 notes that the patient experienced more clusters and generalized tonic clonic seizures. It was noted that the seizures was milder before and are now more severe over the past month. It was noted that the patient has had significant improvement with vns and that the generator shows ifi and needs to be replaced. The patient was referred for surgery. It was later reported that the patient has been hospitalized on intravenous antiepileptic medications. It was reported that the physician did not want to discharge the patient because he is still too lethargic from the seizures and medications. The hospital discharge summary noted that the patient was hospitalized from (B)(6) 2014 through (B)(6) 2014. The notes indicate that the patient underwent an eeg and it was felt the patient may be having some type of a nonepileptic spell that may be psychogenic and related to his depressed mood. Surgical intervention has not occurred to date.

Event description:
Additional information was received stating the vns patient underwent generator replacement surgery due to battery depletion. The explanted generator was returned to the manufacturer where analysis is currently underway.

Event description:
Monitoring of the generator output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage. The battery shows a neos condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of explant; corrected data: supplemental manufacturer report #01 inadvertently left off the date of explant.

Manufacturer narrative:
.